Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 500s mg/dl and a bolus of insulin was delivered in an attempt to lower the bg level. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was disconnected from the pump and was treated with intravenous insulin. The high bg and dka were resolved. The customer was expected to be discharged on (B)(6) 2017. Although the customer was not connected to the pump multiple occlusion alarms were received. A pump system check was performed and the occlusion appeared to be within the non-tandem infusion set tubing. However, the exact cause of the occlusion could not be confirmed as at the time of troubleshooting, the cartridge had been on the pump for 3 days and humalog was labeled for 48 hours use with the pump.